Event description:
The reporter indicated the following: the patient reported to the emergency room via ambulance/ems complaining of a high number of shocks. Upon inquire, the message, "review prog settings" "review chronolog data" "reset device" options was observed. Noted pacing rate at 70 ppm and voo (ventricular undersensing). The physician did not report seeing a backup message, however, backup was suspected and a reset was done. Also, the patient has had rv 497-19 lead replaced with 497-20 due to low amplitude r waves. The following was observed: (1) device reverted to backup, (2) unable to perform manual reform > a few seconds, (3) low amplitude r waves, and (4) inquires keep reporting "device busy" -no arrythmia occurring. The physician removed the device and returned it for analysis. The patient has a basilar infarct with some calcification.

Manufacturer narrative:
The observed inability to charge the high voltage capacitors was due to a malfunction in the high voltage output circuit of the hybrid. It was reported that the patient was cardioverted by external means.